Manufacturer narrative:
The concerto coil was not returned for analysis at it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Related mdrs for this event: 2029214-2018-01037 2029214-2018-01038. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that these both coils migration after one month coiling procedure. It was reported that patient was treated with concerto coils for a gonadal embolization. One month after, the patient come back to the hospital for a chest x-ray, and radiologist found the concerto coil device into the distal artery of the right lung. He describes a migration of the device. No medical or surgical intervention needed to prevent a permanent impairment of a function. The patient had chest pain and respiratory distress.